Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states broken femoral stem. Update rec'd 08/04/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. Records indicate the patient's femoral stem is broken at the junction of the metaphyseal sleeve and tibial stem. It is minimally displaced and minimally shifted into varus. The sleeve is suspected to be loose too. At this time the decision was made to keep observing the knee. The unknown femoral component is being changed to a tibial stem and the sleeve is being added to the complaint and both are being reported for the fracture. The complaint was updated on: 08/31/2015.

Manufacturer narrative:
Although no device associated with this report was received for examination, review of the provided x-rays confirmed the reported implant fracture at the junction of the tibial stem and sleeve. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combinations. From a medical perspective, based on the information available to be reviewed in the medical records, it is not possible to determine if the complaint is product related. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.